Event description:
It is reported that while attempting to remove a herbert screw, the handle and screwdriver came apart. The result of this incident is that there was not an instrument to continue removing the screw. The screw was cut off leaving the remainder in the pt.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.